Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative from laparoscopic resection for sigmoid diverticulitis, poor staple formation was observed on the anastomosis. It was reported that staples were bent incorrectly. An additional operation was performed wherein resection and re-anastomosis were made to resolve the case - which resulted in a tissue loss.